Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿cementless total hip replacement with subtrochanteric femoral shortening for severe developmental dysplasia of the hip¿ by s. Nagoya, et al, published by the journal of bone and joint surgery (2009), vol. 91-b, pp. 1142-1147, was reviewed. In this article, the authors describe their experience of cementless total hip replacement combined with a subtrochanteric femoral shortening osteotomy in 20 hips with crowe grade IV dislocation with a mean follow-up of 8.1 years in 20 hips implanted between 1995 and 2004. All thrs sued were depuy products. This complaint will capture the 3 adverse events listed within the article. There were no reported product problems with the acetabular and femoral head components. Patient 7: 1 aml stem revised at 1.5 years due to a stem migration secondary to an intraoperatively sustained proximal femoral fracture. Pe code: implant migration, patient codes: surgical intervention, medical device removal, fracture. Patient 8: 1 solution stem revised due to malposition and aseptic loosening of the stem. Pe code: implant migration and implant loosening of the bone to implant interface. Patient codes: surgical intervention, medical device removal, inadequate osseointegration patient 12: 1 aml plus stem sustained an intraoperative proximal femoral fracture that resulted in migration of the stem. The stem eventually osseointegrated and was stable at final follow up. There was no medical or surgical treatment provided to the patient. Pe code: implant migration. Patient codes: fracture, absence of treatment. "

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.